Manufacturer narrative:
Initial reporter's name not known at the time of reporting. A manufacturer representative (rep) went to the site to test the imaging system. The reported issue could not be confirmed. The rep checked the system status, tested the clutches, declutched and verified the drive motors. They engages and tested motion. The system moved with no issues. They tested imaging, and there were no issue found. The rep could not duplicate the problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system will not drive and is making a loud clanking noise. No patient was present at the time of the event.